Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of thirteen manufacturer reports being submitted for this case.  There are numerous reasons for converting from tavr to open heart surgery. Some of the most common reasons include injury to cardiac structures and/or bleeding. The physician did not elaborate in his presentation, the reasons for converting to open heart surgery in the 4 patients that were documented. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography include cardiovascular injury including perforation or dissection of  vessels, ventricle, myocardium or valvular structures that may require intervention and bleeding. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In addition, the patients are given heparin during the tavr procedure & anti-platelet medications pre-procedure which could put them at an increased risk for bleeding. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.   No additional patient or procedural information was presented or available that could help determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As presented at 2018 tvt physician training seminars and clinical controversies: tavr ii by dr. (B)(6), md ¿the minimalist tavr strategy should be ¿default approach¿ ¿ supported by clinical outcomes and economic benefit¿, multiple events were reported against sapien valve, sapien xt and sapien 3 (s3) valves from procedural outcomes, 30 day clinical outcomes, and one year clinical outcomes. Four sapine 3 valve procedures were converted to open heart surgery. Ten sapien and 10 sapien xt valve procedures needed a second transcatheter valve. Two coronary obstructions occurred during a sapien 3 procedure. At the 30 day outcome, 5 sapien valve, 15 sapien xt and 42 sapien 3 valve procedures required cardiovascular readmission. At the 1 year clinical outcome, 17 sapien valve, 31 sapien xt and 107 sapien 3 valve procedures required cardiovascular readmission, and 1 sapien, 4 sapien xt, and 1 sapien 3 valve procedures required re-do avr within 1 year.

Manufacturer narrative:
Thirteen manufacturer reports are being submitted for this article. Please reference related manufacturer report numbers:  2015691-2018-02881, 2015691-2018-02882, 2015691-2018-02884, 2015691-2018-02885, 2015691-2018-02886, 2015691-2018-02887, 2015691-2018-02888, 2015691-2018-02889, 2015691-2018-02890, 2015691-2018-02892, 2015691-2018-02893, 2015691-2018-02894.